Event description:
It was reported that a surgical delay of more than thirty minutes occurred during a shoulder arthroscopy case when the surgeon found the eyelets were broken. The report stated the eyelet splits on the side when pounding in the anchors over the eyelets. Surgery was completed successfully. Further communication with circulator nurse provided information that the surgeon drilled/tapped for the pushlock anchors and inserted the pushlocks. The anchors and sutures came out; the eyelets were left in the bone. Additional anchors were placed in the anchor sites to secure the initial unretrieved eyelets. The patient was reported to have average bone. No further patient information was provided at the time of this report or made available in response to follow-up. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were requested for evaluation but had been discarded by the hospital, therefore, the devices were not returned and the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the laser line is flush with the surface of the pilot hole, this is the fourth complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.